Event description:
It was reported that the patient had an accessory renal artery that was not visible on the mra (5.0mm cuts). Updated information was received stating the aneurx stent graft did not actually migrate, it was exactly where it was placed at the time of the original procedure just distal to the lower accessory renal. The physician wanted to gain wire access to the renal prior to placing an extension to repair the type I endoleak. It was observed during the attempt to treat the patient that there was a hole in the graft between the 3rd and fourth stent ring. The patient was not prepared for intervention at this time so the physician is going to talk to the patient and determine best course of action. The cause of the event is unknown.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm on an unknown date. Aneurysm and vessel morphology at the time of implant are unknown. It was reported that the patient was in for a routine follow up and that the stent graft has migrated about 2 cm below the renal arteries resulting in a type I endoleak. The physician has not decided how to treat the patient; however they may be treated with an endurant cuff. The cause of the event is unknown. No clinical sequelae were reported and the patient is fine. A review of returned MRI images post-implant show that the stent graft is currently in the aaa sac. The stent graft od is 27x29mm and appears to be aneurx. There is a proximal type I endoleak. The max aaa diameter is 8cm. The proximal neck diameter is approximately 26mm below the renal arteries and 32mm at the stent graft; the neck is short and angulated approximately 55deg. The cause of the migration is unknown. Earlier images post implant were not provided therefore the original stent graft placement and aneurysm morphology at implant is unknown. It is possible that disease progression (short/angulated neck) may have contributed.

Manufacturer narrative:
(B)(4). Results, conclusion: occlusion. Unknown cause of event.

Manufacturer narrative:
(B)(4). Method: (film evaluation). Results: inherent risk of procedure (stent graft migration, endoleak); patient¿s condition affected effectiveness of device (short/angulated neck); (cause of the event is unknown). Conclusion:.inherent risk of a procedure (stent graft migration, endoleak); (cause of the event is unknown); device failure related to patient condition (short/angulated neck).